Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of the watchman access system (was). The device was blood. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (misshapen/delamination), a kink in the sheath located 16.5 cm from the strain relief and a kink in the sheath located 5 cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported the release criteria were not met. A left atrial appendage (laa) closure procedure was being performed. It was reported that the patient's laa was too small and that the protrusion was too large. A watchman access system was used. The procedure was not completed because of the patient's anatomy. There were no patient complications and the patient was stable. However, device analysis revealed tip inner liner delamination.